Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about a week ago they had a little weird thing happen. All of a sudden they felt a jolt more than they've ever felt out of the blue. They did not do anything weird but they may have twisted around a little funny. It was fine until the next day when they started getting massive jolts all over every time they set their foot down. It started when they were bent over picking something off the floor or something and it wouldn't stop. They finally got up the stairs to get to their controllers slowly but the pain was almost 10. They have chronic pain and they are good with handling pain but this was off the wall and they experienced a lot of pain in their labia majora. Patient turned the therapy off which they thought would solve the problem however still feel something about half the intensity of the previous jolt. The patient had a fall a week and a half ago where they tripped and fell forward onto their elbows and knees. At the time patient got the implant they were falling all the time like twice per week and no one ever mentioned the risks of device damage/migration to them at that time but it makes sense to them. The patient no longer has managing physician. Ps provided physician options and patient plans to follow up for device check and/or to address their jolting symptoms.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.